Event description:
Long charge time. Patient was driving car, had accident, was in vt or vf spontaneously or thump from collision caused abort of rhythm. Therapy not delivered due to reconfirm. Accident resulted in death of other car member, another member required surgery.